Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with no delivery and off no power alerts on their screen. The customer's blood glucose level at the time was 360mg/dl. The customer later state states they had resolved the no delivery and off no power. No further assistance was provided.